Event description:
It was reported that during a follow up in clinic, high pacing impedance was noted on the left ventricular (lv) lead. Diagnostic imaging was performed and lead fracture was observed on the lv lead. The lead was explanted and replaced to resolve the event. The patient was in stable condition.